Event description:
Healthcare professional additionally reported right side "bloody seroma" and a "double bubble deformity". Healthcare professional also reported ¿nipple has serous drainage due to bilateral piercings¿; this event is not device related.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, brown particles. A microscopic analysis was performed which identify sharp edge opening assessed an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening.

Event description:
Patient representative reported "persistent and increasing pain" and "implant in question had ruptured." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.